Manufacturer narrative:
The reported event of high impedance was confirmed. As received, the octrode lead was found with a wire broken, that would cause high impedance. The cause of the event remains unknown.

Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy, patients lead has high impedances. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein lead was explanted and replaced to address the issue.